Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. During evaluation, the device failed homechoice return instrument test/evaluation (rite) functional testing. However, the device passed the homechoice rite electrical safely analyzer testing. A short simulated therapy was completed successfully. All pressures were determined to be correct and stable. External and internal visual inspections were performed and found no issues. The reported issue was confirmed through an event history log review. The root cause was determined to be false empty detect at the initial drain and the initial drain alarm volume was met. The device was going to be sent to service area for servicing. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a high drain 101 (this indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode) alarm occurred during use on the home choice (hc). The home patient (hp) stated they were turning on the machine to start over with new supplies when the alarm occurred. The hp stated they did not have any symptoms of being overfilled, bloated or anything else. The technical service representative (tsr) discussed the use of manual supplies with the hp. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.